Event description:
It was reported that during an unknown time, the unit was not working properly. During product evaluation, it was found that the unit's comb was damaged. There was no note of patient impact or surgical delay. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's comb was damaged and they replaced it. The unit was tested, calibrated, and returned to the customer. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.